Manufacturer narrative:
Manufactures investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had fungemia beginning (B)(6) 2021 to (B)(6) 2021. The patient appeared fatigue and reported to be failure to thrive. The patient was treated with caspofungin and given 1 unit of packet red blood cell (prbc) along with epogen. No additional information provided.